Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that a day after the dental implant was installed in the patient's mouth, verified the loss of the implant. 15 ncm of primary stability was achieved and immediate load was not performed.